Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the xml processing delay was due to a backlog of approximately 8,000 messages following a server reboot, and attempts to increase the dequeue-amount setting as per ka "medstation es -configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue" did not improve processing speed. The root cause may be related to system resource limitations or configuration mismatches. A technical support specialist coordinated with the customer to apply and later revert to configuration changes, ran server downtime procedures, and escalated the issue to pse. Pse implemented a fix, after which message processing resumed normally. The customer confirmed resolution and approved case closure to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patients orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.